Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly with frozen display. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were unable to clear the alarm. Customer stated that they were not able to complete rewind. Customer states that they had keypad issue due to they not able to clear the alarm. Customer reported that they inserted a new battery on the line and is still not able to get the alarm to clear from the screen and insulin pump had screen not completely blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
No frozen screen or blank display noted. Device time/clock moved. Device received with button error alarm and had unresponsive all buttons due to corroded keypad traces. Unable to perform self-test, a21 error test and displacement test or verify a21 alarm due to unresponsive button.